Event description:
Secondary infusion malfunction. Primary infusion was set at dextrose 5% (d5) 1/2 normal saline (ns) with 20 k+/liter at 100 ml/hr. At 2032, set secondary infusion to run 650 mg of acetaminophen in 65 ml (glass bottle of acetaminophen is 100 ml total). Returned to room shortly after 15 min secondary should have been complete to find entire 100ml of acetaminophen had infused. Pump was still pumping at 260 ml/hr (pulling from d5 1/2 ns with 20 milliequivalent (meq) k+/liter because acetaminophen bottle was empty) and indicated that it had >2 hours left in the secondary infusion. Result: patient got 1000mg acetaminophen IV instead of 650mg and received extra maintenance fluids at 260ml/hr instead of 100 ml/hr.